Event description:
It was reported that the patient continued to have the choking sensation with vns stimulation. The patient¿s settings were adjusted due to this and diagnostics were reported to be within normal limits. Autostim diagnostics were also performed after the settings adjustments were made and the patient tolerated these ok.

Event description:
It was reported that the normal mode stimulation was programmed back on due to the patient experiencing an increase in seizures due to the loss of therapy from the disablement of the normal mode output current. The output currents were programmed to 0.25ma for normal mode, 0.375 for autostim and 0.5 for magnet mode. Diagnostics were checked during the same visit and the impedance was within normal limits.

Manufacturer narrative:
Serial #, lot #, exp. Date, and UDI #, device manufacture date: this information was inadvertently left off of the initial MFR. Report.

Event description:
It was reported the patient was seen again by the physician and the generator normal mode stimulation was programmed off. However, the magnet mode stimulation was left on in case the patient needed it. The patient stated he still felt tugging in his neck even after the device was programmed off. System diagnostics were performed and were within normal limits; however, the actual value was not reported. No surgical interventions have occurred to date and it is unknown if the patient will be referred.

Event description:
It was reported the patient felt a lead pulling sensation in the neck and a sense of choking during stimulation when the vns was programmed to 0.75ma. The physician explained that the patient did was able to tolerate 075ma for about a week back in (B)(6), but then he started feeling like he was choking consistently, and ended up going to the ER. The ER called the physician's office who instructed them they could tap the vns magnet over the patient's generator. The physician also noted she had tried every different combination of pulse width setting and frequency setting to attempt to get the patient's output current programmed about 0.50ma. She attempted this during 3 different office visits. Attempts for additional relevant information have been unsuccessful to date.